Event description:
This lv lead was implanted on (B)(6) 2013 and is still in active implant. An event form was received in medical records indicating that there was a suspected possible intermittent non-capture of lv lead due to lv threshold of 1.8 at 0.sms. On (B)(6) 2014, the lv amplitude was increased to 2.5v to increase pacing safety margin. There is no further information provided. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).